Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of catheter, complete view if port with attached broken catheter, cath lock, hubber needle and cotton were kept on packaging tray. Blood residues were noted on catheter, and port. Complete catheter break and separation were noted. Leak and suction were cascading event of fracture. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak and suction issue. However, the investigation is inconclusive for the reported migration issue as provided evidence are not sufficient to confirm the migration. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient was diagnosed with broken tubing associated with an MRI powerport isp. During the port placement procedure performed on (B)(6) 2023 via the internal jugular vein with the port holder positioned on the right chest wall, the tubing was reported to be completely broken, and a leak was noted. Additionally, a suction issue was observed during the procedure. It was further reported that the catheter had migrated to the pulmonary artery. The current patient status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI powerport isp in the right chest wall via internal jugular vein. During the procedure, the tubing is completely broken and leak was noted. Additionally, the catheter is allegedly migrated to the pulmonary artery. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI powerport isp in the right chest wall via internal jugular vein. During the procedure, the tubing is completely broken and leak was noted. Reportedly, suction issue was noted. Additionally, the catheter is migrated to the pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of catheter, complete view if port with attached broken catheter, cath lock, hubber needle and cotton were kept on packaging tray. Blood residues were noted on catheter, and port. Complete catheter break and separation were noted. Leak and suction were cascading event of fracture. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak and suction issue. However, the investigation is inconclusive for the reported migration issue as provided evidence are not sufficient to confirm the migration. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.